Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation upn: m365sc43160. Model: sc-4316. Batch: 29532511.

Event description:
It was reported that the patients ipg and anchors were causing discomfort. The patient underwent a revision procedure wherein the anchors were buried deeper and the ipg was moved lower into the buttock and still implanted inside the patients body. The patient was doing well postoperatively.